Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the harmonic scalpel (lcsb5) stopped working and went to a solid tone during the middle of the case. A test tip was used to check the hand piece which was working fine. A new lcsb5 and hand piece were used to finish the case. There was also a trocar gasket that fell apart on the 511sd. A new trocar was pulled to finish the case. There was no consequence to the patient.